Event description:
It was reported that: "15 mar 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic analysis did not reveal any defects or anomalies with the guide wire or sample. The distal weld was present and appeared full and spherical. Functional testing was performed based on the instructions-for-use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced through the returned cannula with little to no resistance. The guide wire was then inserted through the needle cannula from the distal tip and advanced through with little to no resistance. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was not confirmed through complaint investigation of the returned sample. No defects or anomalies were observed on the returned sample. The guide wire met all relevant functional requirements. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."